Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. No surgical intervention or changes were made to the lv lead to address this observation and the lv lead remains implanted and in service. No adverse patient effects were reported.